Manufacturer narrative:
Section d10: correction. Section d4 and h4: additional information. Manufacturer's investigation conclusion: the reported event could not be confirmed and a root cause could not conclusively be determined through this evaluation. The centrimag blood pump was not returned for evaluation. The centrimag system operating manual states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support". The console and motor in use during this event are reported under MFR #'s 2916596-2019-03960 and 2916596-2019-03961, respectively. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the nurses heard an abnormal sound coming from the cmag blood pump. They reported that it was making loud clicking sounds. Initially the nurses tried to reseat the pump head but that did not resolve the issue. They then reached out to the abbott rep and he recommended that a motor and console change out would resolve the issue. Changing the motor and console fixed the vibration so they did not have to change out the pump head. No additional information was reported.